Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 48 year old female was treated for cardiogenic shock. When opening the impella cp packaging, the red flagged guidewire assist wasn't in place and the decision was made to open a replacement pump.

Manufacturer narrative:
H6: per a review of the complaint file. Omitted code f26 and a0207. Added a020602.

Manufacturer narrative:
Primary UDI number was corrected.